Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer's blood glucose was 163 mg/dl.

Manufacturer narrative:
Malfunction was verified. Time issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.